Manufacturer narrative:
Age at time of event or date of birth; corrected data: additional information indicates that the date of birth is (B)(6).

Event description:
It was reported that the vns patient was experiencing an increase in seizures. The patient has not had his device tested recently and has not been seen by a neurologist. The patient underwent generator replacement surgery on (B)(6) 2014.

Event description:
An implant card was received indicating that the vns patient¿s generator was replaced prophylactically. Attempts for additional relevant information have been unsuccessful to date.